Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device intermittently did not deliver. The gemstar docking station and a gemstar bolus cord were returned to the biomedical engineering department with an unsigned note that stated, "bolus button not working." No tracking information was provided. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No medical interventions were reported. During testing at the user facility, the docking station intermittently did not deliver a dose when the bolus button on the bolus cord was pressed. Though requested, no additional information was provided.